Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the surgeons opinion did the ehicon devices cause or contribute to the reported events ? Is there any alleged deficiency relating to ethicon product? If yes, were the cases discussed in this article previously reported to ethicon? Can specific patient demographics be provided for the subjects of this article? If so, please also include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Reference attached article: citation: j bone joint surg [br] 2006;88-b:238-42. (B)(4).

Event description:
It was reported in a journal article (title: a comparison of three methods of wound closure) that a patient underwent a skin closure procedure for a total hip replacement procedure or total knee replacement procedure between (B)(6) 2004 and suture was used. The deep tissues were closed in a standard manner using continuous suture for the deep fascia and suture for the deep dermal layer in order to remove skin tension and align the wound edges. The patient may have developed wound complications including prolonged discharge and/or infection treated with antibiotics. The patient may have developed an abscess and possibly was re-admitted for surgical debridement of stitch abscess that later healed. The patient may have developed an allergic reaction to the suture. Additional information has been requested.